Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the us.; however, it is similar to reply dr or sr models approved under p950029. The analysis is pending.